Event description:
There was an allegation of questionable elecsys pth stat immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. The customer provided an example of discrepant results for 1 patient sample. The initial pth result was 28.41 pg/ml. The repeat results were 70.89 pg/ml and 66.92 pg/ml. The initial result was reported outside of the laboratory. The result of 70.89 pg/ml was deemed correct. The pth reagent lot is 58361801 and the expiration date is 31-mar-2023.

Manufacturer narrative:
The field service engineer (fse) replaced the measuring cells and adjusted the sample probes and sippers. A blank cell check, a high voltage adjustment, a system volume check, and a precision check were all performed successfully. Calibration was last performed on (B)(6) 2022 with acceptable results. The customer stated qc was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.